Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated.

Event description:
No additional event information to report at this time.

Event description:
It was reported by legal that a patient had an initial right total hip arthroplasty performed. Subsequently, the patient was revised due to pain, poor range of motion, and femoral stem fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, d1, d2b, d4, d10, e1, e2, e3, g3, g4, g6, h2, h6. D10: 00875200932 longevity liner 32mm (B)(6). 00875705001 tm shell 50mm (B)(6). 00877503203 biolox delta head 32mm+3.5 (B)(6). Unk depuy cement x2 unk. Unk depuy cement restrictor unk.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient was experiencing pain 6 weeks post op. During a consultation, patient had poor and painful range of motion and stiff in both hips with lower back pain. X-rays showed no issues. During a follow-up, pain improved however patient is extremely stiff. Patient complaining of lower back pain and not helped with physio and painkillers. Right hip x-rays were satisfactory. During a follow-up, patient presented with increasing pain. X-rays showed evidence of a broken femoral stem and had a revision of the femoral stem and head. During follow-up 6 weeks post revision, pain is under control. No other contributing factors were noted. A definitive root cause cannot be determined. Based on the medical records received the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial hip arthroplasty. The patient returned to the hospital with pain. Imaging was performed and showed a complete break in the implant across the steam.